Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this investigation. The outcome was reportedly not device or therapy-related and no autopsy was performed. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 entitled ¿introduction¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Their cause of death was unknown. Due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of the patient's available records and a request for patient outcome, there were no device issues at the time of the patient's outcome. The patient's death was not considered to be device related, and the device operated as expected.